Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon observed that part of the jaw was missing after the force bipolar was inserted into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.184" x 0.685" was found to be broken off the yaw pulley. The broken piece was not returned. There was excessive amount of dried residue around the clamping pulley cable grooves.